Manufacturer narrative:
This medical device report (MDR) was initiated as part of a retrospective assessment of complaints under onkos surgical CAPA (B)(4). As part of this assessment, onkos surgical re-evaluated all complaints received to ensure mdrs were filed when required. The results of this retrospective assessment prompted onkos surgical to file this report. The device history record was reviewed and indicated that the component met specification. It was determined that the malfunction was not related to the manufacture of the implants or a non-conformance and this complaint has been closed. Should additional information be obtained, the complaint will be re-opened, and this report will be supplemented.

Event description:
Patient underwent a revision surgery due to a loose femoral stem.